Event description:
An orsiro mission drug-eluting stent system was selected for treatment. During preparation the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. On 08-jan-2024, this was reported on the wrong device. Closing this report and opened a new report (MDR-1028232-2025-00157) on the correct device.